Event description:
The hcp reports the pt became lethargic and had to be intubated and admitted to the ICU following a change in concentration of lioresal. The pt's medication in the pump was being changed from 2000 ug/ml to 500 ug/ml. The pt was then given a regular bolus instead of a bridge bolus. The pt became lethargic and had to be admitted to the ICU where they were intubated. A lumbar puncture was done and 30 cc of csf were withdrawn. The pt was extubated 24 hours later in stable condition. The pt is now doing well on a low dose of 20 ug/day. The concentration of drug was being changed in anticipation of pump removal scheduled for mid feb.